Manufacturer narrative:
H3: pump was returned for analysis. Analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving bupivacaine, clonidine, dilaudid, baclofen with a concentration of 20mg/ml, 500 mcg/ml, 15 mg/ml, and 300 mcg/ml respectively and 2.664 mg/day, 66.6 mcg/day, 1,998 mg/day and 39.96 mcg/day respectively for non malignant pain. It was reported that patient went in for a refill at 9am and when he left the clinic, the patient fell asleep in the parking lot. Caller stated that the patient is in the ER due to altered mental consciousness and they are going to be starting a narcan drip. Caller stated that during today's refill, they did not make any programming changes besides updating the reservoir volume but the hcp was using the 8840 to interrogated the pump initially, and then they switched to the reps tablet. The caller wanted to know if using the invision programmer and the tablet could have caused any issues with the pump. Technical services explained that we have not heard of this causing any problems. Caller stated that he just wanted to confirm but they are leaning towards the cause being a pocket fill. Additional information was received from rep stated the pump was going to be replaced today. Caller stated that they ruled out a pocket fill and they believe the pump was over infusing. Caller mentioned that the patient got worse on the day of the refill instead of getting better. Caller stated that the pump has been in minimum rate since the incident. Caller stated that they will be removing the drug and will put saline in the pump and sending it back for analysis.